Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that two plates broke post op. This is the complaint for the second broken plate. The first broken plate is reported on complaint number (B)(4). Product was received for investigation along with five intact screws. No further information was provided. This report is report 2 of 2 for complaint (B)(4) and is a report for 1 unknown screw.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Actual event date not known. Implant on unknown date. Subject device has been received and is currently in the evaluation process. Investigation is ongoing and no conclusion could be drawn. Lot number currently remains unknown.